Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) calculated remaining battery longevity that was too short when the managed ventricular pacing (mvp) feature was turned on. The ipg remains in use. No patient complications have been reported as a result of this event.